Event description:
It was reported that the ilet bionic pancreas could not pair with a dexcom g6 transmitter while the transmitter was simultaneously connected to a smartphone and a dexcom receiver, and the issue resolved after the dexcom receiver was powered off and the ilet was reconnected. Symptoms included no clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included product-use troubleshooting and user education. Investigation of this case revealed that the system behavior was consistent with expected transmitter pairing limits allowing connection to only two devices. It was concluded that the device performed as designed and that the event was attributable to use conditions related to multiple concurrent connections.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.